Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/10/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and failed due to the unit having no voltage. The share log was reviewed and contains nothing related to the customer complaint. The customer complaint of loss of connection was not confirmed because the device has no voltage. The root cause could not be determined.